Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Customer advised the insulin pump had excessive no delivery alarms which led to high blood glucose levels. Troubleshooting for the no delivery alarm was performed. Customer advised the reservoir change resolved the issue. Customer did not want to return the set or the reservoir for analysis. Customer was treated with 20 units of insulin and left the hospital the same day.